Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed and does not appear on recover screen. The field service engineer manually checked the bus cable, matrix drawers and drawer cable. Also cleaned debris from bottom edge of the back panel. Removed cubie d5 and returned to pharmacy for replacement. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer failed. The customer reported that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.